Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a kinked on the guidewire caused by user error. On moving from the left superior pulmonary vein (lspv) to the left inferior pulmonary vein (lipv) the physician was moving from flower to basket. While trying to deploy from flower to basket, the tech pulled the guidewire back inside the sheath and thus kinked off the distal end. It was determined that the farawave needed to be replaced, and a new catheter was prepped and used for the rest of the therapy. Once catheter was relaxed a guidewire was able to be inserted and catheter removed safely from the patient. No patient complications occurred. The catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was successfully inserted through the catheter. The guidewire was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. No tissue nor foreign matter were noted on the catheter nor in the sterile pouch. The reported stuck guidewire was not confirmed through analysis.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a kinked on the guidewire caused by user error. On moving from the left superior pulmonary vein (lspv) to the left inferior pulmonary vein (lipv) the physician was moving from flower to basket. While trying to deploy from flower to basket, the tech pulled the guidewire back inside the sheath and thus kinked off the distal end. It was determined that the farawave needed to be replaced, and a new catheter was prepped and used for the rest of the therapy. Once catheter was relaxed a guidewire was able to be inserted and catheter removed safely from the patient. No patient complications occurred. The catheter was returned for analysis.